Event description:
Information was received from a patient's caregiver regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that when they would recharge the patient's device it would show full coupling boxes but then drop down to zero. The battery kept blinking and was almost full but did not show being completely charged. The patient had bandages present and it was noted that this could be the reason for recharging issues. The caller was instructed to remove the bandages as soon as directed by their doctor and try recharging again. They called back later and indicated they still had poor coupling. During the call they were able to get 8 bars, but that then dropped to 6 bars and then 4. The caller was directed to watch instructional videos. No patient symptoms or further complications were reported as a result of this event.